Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 20 mg/dl. Reportedly, the low bg levels were not due to the pump and might have been due to estimating the carbohydrates wrong for a bolus. Customer addressed low bg levels by eating candy bars and snacks. Additionally, it was reported the customer experienced intermittent high bg levels with ketones on average of 320 mg/dl. Reportedly, the cause of the high bg levels were unknown. Customer would address high bg levels with the pump.